Event description:
It was reported that the patient was found unresponsive after they called emergency medical services (ems) in respiratory distress. Ems said the ventricular assist device was off with low voltage errors. The customer reported that the low voltage errors were not in the log files and that the patient was brought to the center without batteries connected. Log files were sent for review. No external power events were recorded on 04sep2024 while connected to mobile power unit (mpu) power from 0:36:42 - 2:24:31. It was noted that there may have been similar events recorded earlier however data prior to 04sep2024 0:36:42 had been purged and replaced with newer data. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The system controller¿s power source was changed from mpu power to battery power at (B)(6) 2024 2:58:16. The system controller¿s power source was then changed from battery power to power module at (B)(6) 2024 3:02:35. Between that time and the time log files were downloaded, there had been a few other power source changes from power module power to battery power and vice versa. The recorded data indicated that the system controller was able to maintain pump speed throughout this history. The patient's family decided to move forward with comfort care. The patient passed away on (B)(6) 2024 as soon as the lvad was off. An autopsy was to be done.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: health effect-clinical codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The events leading up to being found were unknown. The mpu was confirmed to have a v-lock connector on the ac power cord. The ac power cord did not come loose from wall outlet or the back of the unit. There were no reported environmental circumstances that would have affected ac power at the time of the event. The cause of death/ details leading up to death included shock, right ventricular (rv) failure, and ventricular tachycardia (vt) with shocks. The death was not considered device related. It was reported that the patients rv failure did not exist before lvad implant. It was unknown if the device contributed to rv failure or worsening rv failure. However, it was noted that the patient had a history of ventricular tachycardia pre-lvad. It was unknown if the vt in this event was device related. The patient had an implantable cardioverter-defibrillator (ICD) implanted prior to the lvad. It was unknown if the device operated as expected.

Manufacturer narrative:
D1, brand name, corrected. D4, model and catalogue number, corrected. Manufacturer's investigation conclusion: review of the submitted log files could not confirm the pump stop event reported by the account. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The pump cable was attached to the modular cable at the inline connector, with a piece of tape covering the inline connector. Additionally, the patient¿s implantable cardioverter defibrillator (ICD) was returned with the device. Approximately 7¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was not returned with the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The submitted and retrieved lvad event and periodic log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the hm 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, cardiac arrhythmia, respiratory failure, and death as adverse events that may be associated with the use of the hm 3 lvas. Additionally, section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.